Event description:
It was reported that the patient was dissatisfied with their existing inflatable penile prosthesis (ipp). The patient stated that the pump was very hard to squeeze and that they were unable to ejaculate. The patient also complained of decreased sensation. The patient is scheduled to discuss this issue with their doctor on "(B)(6)" 2019. Should additional relevant details become available, a supplemental report will be submitted.